Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in oversensing. Low lead impedance measurements were noted in the past year. The patient experienced occasional dizziness. Noise was reproducible through isometrics. The lead was capped and replaced on (B)(6) 2018. The patient was stable during and after the procedure.